Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bent cannula for the infusion set and a high blood glucose of over 400 mg/dl. Troubleshooting was performed for the bent cannula and the high blood glucose. The customer treated with manual injections. There is nothing returning.